Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alert. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer stated that insulin pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. Device received with corroded electronic assemblies and corroded motor home switch.